Event description:
Initial event severity rating: event did not reach patient or did not cause harm. Event description: manifold syringe connection broke and plastic spectacle found inside the manifold. Product not in contact with patient and no harm was caused. All products with the same lot number were pulled out of service.